Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1ztbu, implanted: (B)(4) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-18 (B)(4) (other/con): information was received from a patient assistance regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned trial worked right away and never stopped working but ins has not worked since implant. Patient mentioned he saw hcp twice to have ins adjusted. Patient mentioned yesterday when patient went to hcp, ins was on p2 at 2v, and hcp increased stim to 3.7v. Patient mentioned he felt stim when stim was increased, but no longer feeling stim. Patient also mentioned he got up 7-8 times to pee last night. Patient stated his assistant came and increased stim from 3.7 to 4.4v but felt nothing. Patient inquiring how to adjust stim to make it work. The patient also mentioned he was tender from implant surgery. Additional information reported on 2019-jul-25 from patient stated that patient symptoms are controlled for 24-48 hours after reprogramming by office and then return. Impedance within normal limits. Doctor did an x-ray and lead appeared to have moved to a medial-lateral orientation and determined revision of the lead is necessary. Patient is think about it. The device was reprogrammed. Patient frustrated that it worked for 2 days following implant and that the be worked very well and now his symptoms have returned. He is deciding between revision and removal. There was no surgical intervention that occurred. The issue was not resolved at the time of this report. There were no further complications reported at this time.